Event description:
As reported by a field clinical specialist (fcs), the patient's vessel was 7.5mm with mild tortuosity and mild calcification. The vessel was not pre-dilated and the insertion angle was not steep. During the procedure of a 29 mm sapien 3 valve in the native aortic valve via transfemoral approach, some resistance was noted at the very end of the sheath tip when inserting the valve and the delivery system. The valve exited esheath. The valve was deployed and there was no withdrawal difficulty noted. Upon removal of the 16f esheath plus, a tear at the tip of the esheath was noted. There was no vessel injury noted.

Manufacturer narrative:
The investigation is ongoing. The device is not returning.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The esheath plus introducer sheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: provide 3mensio imagery shows that calcification and tortuosity were present in the vessels and post-procedural imagery was provided showing distal tip tear. During manufacturing, the device undergoes multiple 100% inspections. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per the complaint description, ''during the procedure of a 29 mm sapien 3 valve in the native aortic valve via transfemoral approach, some resistance was noted at the very end of the sheath tip when inserting the valve and the delivery system. The valve exited esheath at the tip which was in the descending aorta. The valve was deployed and there was no withdrawal difficulty noted. Upon removal of the 16f esheath plus, a tear at the tip of the esheath was noted''. Per evaluation of the returned device imagery, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in pra. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, 3mensio imagery was also provided and shows the presence of access vessel tortuosity and calcification near the aortic bifurcation. Per the training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to an increased potential for the valve struts to catch onto the sheath distal tip, increasing resistance during advancement. Calcification can create a constrained condition at the sheath distal tip, which may lead to the valve struts to catch onto the sheath distal tip and tear it. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity/calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated and to address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective actions.